Event description:
It was reported that the 9900 system had a x-ray disabled error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable, fluoro functions board, and generator interface board were replaced during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.